Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the liquid crystal display (lcd) of the device tested out-of-specification in an electrical manner, the hanger assembly and screw were contaminated, and the upper case was dented. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.